Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed. Management of diagnostic findings for the gi bleed resulted in temporary stopping of anticoagulation. This then resulted in lactate dehydrogenase (ldh) elevation and possible clot formation. A pump exchange was performed in the operating room (or).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii patient handbook rev. A are currently available. Section 1, "introduction," lists bleeding, hemolysis, and thrombosis, as adverse events which may be associated with the use of heartmate ii lvas. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.